Manufacturer narrative:
(B)(4). Date sent: 2/24/2020. D4: batch # t93x4p. Investigation summary the analysis results found that the el5ml device was returned with no damage in the external components. In addition, a scissored clip was received inside of a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clip. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were scissoring. The procedure was completed with a like device. There was no patient consequences reported. There is no additional information.